Manufacturer narrative:
No blank display noted during testing. The insulin pump had failed battery test alarm during battery insertion due to faulty battery tube. Analysis was unable to test the operating currents due to failed battery test alarms. The insulin pump had a scratched display window. No damage noted on isolation tape on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 93 mg/dl at the time of incident. The customer stated that the display was blank for a period of time. The customer stated that the battery cap was not damaged or corroded. The insulin pump will be returned for analysis.